Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a cochlear implant surgical procedure, it was observed that the cutting flutes on two burr devices did not go to the bottom of the ball and were truncated. According to the report, the event occured before use on a patient. It was reported that as a result, the physician had to push with excessive force to get the burr devices to work effectively. It was reported that there was a four minute delay in the scheduled surgical procedure due to the event. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacturer was documented as apr 27, 2016 on the initial report. It has been updated to may 13, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.